Event description:
It was reported that the patient underwent a revision procedure to replace a lead showing high impedances, which would hinder the patients ability to have a MRI performed. Patient was stable post operatively.

Manufacturer narrative:
Correction to block h10: device analysis. Block d6: implant date - implant date was summer 2019, the exact date is unknown. Device technical analysis: visual inspection and x-ray examination confirmed that the lead had fractured. Bending of the proximal array between contacts 2 and 3 caused the cable connected to contact 1 to stretch and eventually fracture, resulting in the reported high impedance measurements. Although no adverse patient effects were reported, the high impedance measurements, evidence of a fractured lead, precluded the patient from obtaining an MRI per the MRI conditions of use within the labeling of the associated implantable pulse generator ipg. The location and type of fracture is consistent with damage inadvertently induced upon the lead either during insertion into the associated ipg or handling during the implant procedure. Investigation conclusion: the investigation concluded that the reported event of the lead showing high impedances on the first contact was confirmed. It appears that the proximal array was fractured during its insertion into the ipg port or it was damaged during handling in the procedure. Therefore, the most probable cause is unintended use error caused or contributed to event.

Manufacturer narrative:
Device technical analysis: visual inspection of the returned sc-2352-70 lead revealed the lead proximal contact number 3 is fractured. X-ray inspection of the lead revealed that one of the cables connected to contact number 1 was fractured within the proximal array. The fractured proximal resulted in the cable damage causing the reported event. It appears that the proximal array was fractured during its insertion into the ipg port or it was damaged during handling in the procedure. Visual inspection of the sc-4401 ipg port plug revealed the port plug exhibits normal characteristics. The port plug was inserted and removed from a known good ipg without any difficulty. Investigation conclusion: the investigation concluded that the reported event of the lead showing high impedances on the first contact was confirmed. Therefore, the most probable cause is unintended use error caused or contributed to event.

Event description:
It was reported that the patient underwent a revision procedure to replace a lead showing high impedances, which would hinder the patients ability to have a MRI performed. Patient was stable post operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-surg acc, upn: (B)(4), model: sc-4401, serial: null, batch: 23543372.

Event description:
It was reported that the patient underwent a revision procedure to replace a lead showing high impedances, which would hinder the patients ability to have a MRI performed. Patient was stable post operatively.